Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system left monitor was blank prior to a case. The procedure was completed. No patient injury was reported.